Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did back to back fasting blood glucose tests, 10 minutes apart. Her results were 26 and 81mg/dl. On followup, she stated that she was "dizzy" at 26, but not at 81. She said she had done a control solution test the day of the report, with results of 127 (91-136) and gave examples of other readings she has gotten. She stated that she usually puts more than one drop of blood on test strip due to difficulty in obtaining blood. The lifescan representative trained on correct sample size and application, coding, cleaning control.